Event description:
Physician was completing a hip fracture repair and using the 4 prong stryker lag screw driver to turn the lag screw, when three of the four prongs broke off the screw driver's end. All three pieces recovered from patient and no harm to patient reported from this event.